Manufacturer narrative:
Investigation summary: no 011-h2077 product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending. Additional contact details: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 142 cm (56") appx 11.5 ml, pur 20 drop admin set w/0.2 micron filter, luer lock, filter cap. The customer reported that the device let fluid through after filling it with fluid and closing it. The fluid reportedly escaped to the outside. The customer mentioned that they possessed (B)(4) devices; however, it is unknown how many of them were actually defective. There was no report of any human harm associated with the complaint/event.